Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) troubleshooted the device with the customer and confirmed that the device was working correctly after re-connecting the speaker assembly. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating there was a speaker malfunction error. The device could not produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.